Event description:
It was reported that the left ventricular (lv) lead had insulation damage. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.